Event description:
It was reported that the ar-9530m-03. Additional information 4/12/2021. It was reported that the ar-9530m-03 poly had a big chip out of it and was thrown away and the ar-611-4, impactor has a small crack.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed, the impactor head is cracked. A likely cause of the event is user-applied mechanical forces.